Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that when the site was ready to do spin and they got the initial progress bar, then it wasn't working, and it went into stand alone mode. Rebooting the system resolved the issue. About 15 minute delay. No patient impact.